Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that when bagheld up to prime tubing, the tubing disconnected beneath the drip chamber causing medication to pill onto the floor.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the drip chamber. The drip chamber was not returned with the set. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and drip chamber could be related to lack of solvent due to opportunities with the solvent dispenser. Reported lot was manufactured on july 04th, 2025, before actions implemented to avoid leaks and separations due to lack of solvent for issues with the solvent dispenser related to contamination inside the solvent dispenser container. The procedure will be updated to modify the preventive maintenance frequency for the solvent containers. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.